Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 352 (mg/dl). Reportedly, the cause of the elevated bg level was unknown. The customer declined troubleshooting for the elevated bg level. During troubleshooting with tandem technical support the malfunction alarm was able to be cleared and insulin delivery was resumed. A bolus via the pump was delivered to address bg level.